Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a auxiliary drawer 6, failed to open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that drawer 6 had failed and no pockets would open. A field service engineer (fse) opened the back panel and reseated the bus cable to the board. They removed all cubies and reseated the row board cable. Then, they reinstalled the cubies and tested the system in hardware test application. No further issues were found. The system functioned as intended after the field service engineer repaired the device.